Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was separated. The following information was provided by the initial reporter: material no.:2426-0500, batch no.: 20023147. It was reported the tubing was completely severed in two pieces at the port connections.

Manufacturer narrative:
It was reported the tubing was completely severed in two pieces at the port connections. Received is one out of package primary set model 2426-0500, lot 20023147. The top and bottom half was received still taped and coiled. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed that the set was separated at the engagement between the tubing (p/n tc10013433) to the second smartsite¿s (p/n 12274436) outlet port. Closer inspection of the separation under a lab microscope observed that the tubing had an insufficient solvent applied at the engagement during manufacturing process. No other anomalies were observed with the set. Functional testing could not be performed as a leak would occur. A dimensional analysis was performed on the tubing (p/n tc10013433). Small portions of the tubing were cut into three sections nearest to the smartsite¿s inlet port and measured for analysis. The outer diameter of the tubing was measured and observed to be within specifications of "0.164 +/-0.003" inches. Equipment used (measurement and testing performed on 28aug2020): optical ram-cnc, eq08204, calibration due date: 5-feb-21. A device history record for model 2426-0500 with lot number 20023147 was performed. The search showed that a total of (B)(4) were built in 1 lot on 14feb2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error. Bd/nogales manufacturing facility is aware of insufficient solvent on critical joints. Corrective actions (trackwise CAPA pr 1027651) to address potential root causes and an effectiveness check plan for reduction of issue have been initiated. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was separated. The following information was provided by the initial reporter: material no.:2426-0500, batch no.: 20023147. It was reported the tubing was completely severed in two pieces at the port connections.